Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Gas loss in iab circuit alarm has been reported. No harm reported. Another device was used to continue therapy. Concomitant iab catheter was continued to be used after replacing the iabp unit. As no alarm was generated after replacing of the iabp unit, there were no anomalies or malfunctions noted on the concomitant iab catheter. No harm and injury was reported.